Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on 17-jul-2014. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, edema, and cyst are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, edema, cyst, anxiety-product/procedure.

Event description:
Healthcare professional reported: patient experienced mild left side ¿fluid accumulation" and mild ¿swelling.¿ healthcare professional additionally reported exchange from textured to smooth and "seromas that were extracted and came back benign". This record is for the left side breast implant. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device, yellow particles in the shell and weight to the spec. Voids and cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.